Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr glidesheath slender sheath was received for product evaluation. The sheath was returned mated with the dilator. No other accessory components were returned. Visual inspection revealed that the tip of the sheath was found to be damaged. Microscopy confirmed that the sheath tip was accordioned. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the damage on the sheath tip can be attributed to difficulties at the point of insertion. The sheath may have been subjected to high forces due to scar tissue, calcification or a combination of these which precipitated into the accordion effect on the sheath tip. However, the exact cause of the reported event cannot be determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath was kinked. The patient was fine. Another sheath was opened and the was procedure completed successfully. There was no patient injury or medical intervention. Additional information was received on 27february2020: the procedure performed was a percutaneous coronary intervention. The kink occurred during insertion. The case was completed using a second terumo glidesheath slender device.